Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.